Manufacturer narrative:
Patient codes: 1802 labeled device codes: 2993 labeled na internal file number -(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. B3, d6: estimated dates g9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a death. It was reported through a research article titled, 'use of medicare claims to identify adverse clinical outcomes after mitral valve repair', identifying mitraclip devices that may be related to patient death. Specific patient information is unknown. Details are listed in the attached article. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The UDI number is unknown as the part and lot number is unknown. The device was not returned for evaluation. A review of the lot history record could not be performed as the lot information was not provided. Based on the information reviewed, a definitive cause for reported death could not be determined. The reported patient effects of death as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Although a conclusive cause for the reported patient effect(s), and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.